Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 327 mg/dl, 247 mg/dl, 114 mg/dl, and 293 mg/dl; 254 mg/dl, 104 mg/dl, and 110 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.